Event description:
It was reported that the surgeon drilled holes for the unit and inserted it by pressing it in. It was further reported that when the surgeon started tying his suture knots, the sutures broke.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.